Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the operating room for a device change, fluoroscopy revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was capped and replaced. The patient was doing well following the procedure and will continue to be monitored.